Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was attempting to use a turbohawk atherectomy to treat a severely calcified little tortuous lesion in the left mid superficial femoral artery (sfa) presenting with 90% stenosis. Artery diameter is 6mm, and lesion length 190mm. The device was prepped with no issue. Device prepped per IFU. It was reported that the device was jammed/will not close. The turbohawk device would not close after several passes. The device stopped functioning while in use in the patient. The cutter crashed outside the housing. The physician removed the device and used a different turbohawk device successfully. The physician was able to turn off the thumbswitch. During removal of the device from the patient the cutter was located outside the housing. The device was safely removed from the patient with no deformation noted in the cutter. No patient injury reported.